Manufacturer narrative:
Product event summary: the device was returned and analyzed with no anomalies found.

Event description:
It was reported by the patient that during the implant procedure, implanting the implantable cardiac monitor (icm) required three attempts and now the patient has three "holes." Follow-up with the physician's office revealed that an icm was attempted and not used due to no sensing. A second icm was implanted but at that location, the physician was unable to obtain a good signal and so it was repositioned. The second icm remains in use. It was also noted the implant sites healed normally. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).